Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that inflation issue occurred. The target lesion was located in a moderately calcified ostial right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was used. During procedure, when trying to inflate the balloon at 2atms, it was observed that the device would not inflate. The device was removed from the patient and the physician attempted to inflate again the device; however, it was observed that the device would only reach at 2atms and would then deflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis of the related complaint revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). Age at time of event: under 18 years. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After the device was soaked, positive pressure was applied when liquid was observed to be leaking from a pinhole in the balloon material at the proximal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at 15 mm distal to the distal end of the catheter strain relief. The outer was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. It is possible that this damage occurred while the user was attempting to dilate the lesion with this complaint device. Shaft kinking was also noted during analysis which was likely caused as a result of excessive force being applied to the delivery system during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).